Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter. It was reported that an adverse event occurred. While using the qdot micro catheter, the catheter became entrapped within the mitral valve. The catheter was able to be removed without additional surgical intervention. The caller noted that when the catheter was removed from the patient, the physician saw that the tip of the catheter was pulled apart but still attached. No foreign parts were left within the patient. They exchanged the catheter and the case continued. The patient remained in stable condition throughout the procedure. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-mar-2026, observed reddish material and a hole in the surface of the pebax. The bwi product analysis lab became aware of a hole in the surface of the pebax on 03-mar-2026 and have also assessed this returned condition as reportable. The device evaluation details. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A dimensional test was performed, and the results were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. In addition, the tip was inspected and no detachment condition was observed. The medical device entrapment reported by the customer was confirmed as the pebax damage observed could be related to the reported event; however, the detachment of the tip could not be confirmed during the analysis. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported that the ¿catheter became entrapped within the mitral valve¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿tip of the catheter was pulled apart but still attached¿ issue. During the product investigation on 02-mar-2026, retrieved the lot number. Therefore, processed d4. Lot, d4. Expiration date, d4. Primary UDI number and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and observed that the tip of the catheter was pulled apart but still attached. It was reported that an adverse event occurred. While using the qdot micro catheter, the catheter became entrapped within the mitral valve. The catheter was able to be removed without additional surgical intervention. The caller noted that when the catheter was removed from the patient, the physician saw that the tip of the catheter was pulled apart but still attached. No foreign parts were left within the patient. They exchanged the catheter and the case continued. The patient remained in stable condition throughout the procedure. No patient consequence reported. The medical device entrapment was assessed as non MDR reportable. The device was removed without surgical intervention or without using a different device; therefore, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The ¿tip of the catheter was pulled apart but still attached¿ issue was assessed as MDR reportable.